Event description:
Colostomy closure. Plc75 dlu was loaded with plcr75b reload and was fired. Staple formation was incomplete. Anastomosis was re-resected and completed using another pmi device without further incident.